Event description:
On february 14, 2007, the customer reported to bsc that during a colonoscopy procedure (patient gender and age unk), the resolution clip did not close properly onto the tissue; therefore, the device was removed and the procedure was completed with another of the same device. There was no additional trauma to the bleed site due to this issue. The patient did not sustain any complications or ill effects as a result of this issue. The condition of the patient is "fine". Note: received additional information two days later revealed that this is a reportable event.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A trend analysis was conducted for the last 15 months of complaints. No trend was observed for this particular failure mode for the resolution hemostatic clipping device.